Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine system change involving the close suction circuit, a patient experienced a drop in peripheral oxygen saturation due to existing secretions in the lungs. An attempt was made to suction the secretions endotracheally, but suction could not be generated because the blue suction valve button was not functioning. The peripheral oxygen saturation continued to fall. Pre-oxygenation was performed, and secretions were subsequently removed using conventional sterile suctioning, after which oxygen saturation returned to normal levels.